Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information. Analyst commented, from holter recordings suspect pvc and/or vt qrs complexes are under sensed as device pacing interval timed out at usual escape interval.

Event description:
It was reported that the implantable pulse generator (ipg) encountered a sensing issue of under detection of tv/fv. The patient experienced arrhythmia, and as a result the patient was shocked by external defibrillator. Diagnosis and troubleshooting was performed on the ipg. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).